Event description:
A charge nurse reported that multiple system messages displayed regarding footswitch and hard drive surgery. The system was rebooted and another system message was displayed. The customer primed the system but, skipped the calibration and the case was able to be completed. The nurse indicated the pt may have corneal edema. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and noted system message (sm) [raid hard drive failed or is missing] upon startup. The company replaced the hard drive, signal cable, power cable, and host module assembly to resolve the issue. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).